Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter has a power issue (unit powers off during use). This complaint is classified according to the documentation of the customer care advocate (cca). The power issue began on (B) (6) 2010. Although the pt had the power issue, the pt managed her diabetes with the usual routine. One day later, the pt reportedly developed symptoms described as "frequent urination legs were weak and tired." The pt denied receiving any medical intervention at the time of concern. During troubleshooting, the cca verified that there was no product misused. Based on the info provided, the battery needed to be replaced. The product issue was not resolved with training since the pt did not have a replacement battery. This complaint is being reported because the pt claimed he developed symptoms that can be suggestive of hyperglycemia one day after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.